Event description:
Yag laser used to perform tonsillectomy. During the procedure, a new laser fiber with rigid handpiece was used. The child sustained a burn to the buccol area of her mouth. The warranty on the laser had just expired and the service rep was called. He could find no problems with the laser during his service. The laser fiber was returned to the MFR.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.